Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump was not functional. The pump head was replaced. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that operator felt cooling rate was slow.